Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b5, h6 and investigation results as follows: the investigation could not conclusively specify the root cause of the event. Reprocessing steps were provided by the user facility, and no obvious deviations from the instructions for use (IFU) were found. The device history record was reviewed, and it was confirmed that there were no manufacturing non-conformities and that the device was shipped in accordance with specifications. The IFU states the following in regards to precautions in using a device on a cjf patient: prions, which are the pathogenic agents of the creutzfeldt-jakob disease (cjd) cannot be destroyed or inactivated by the reprocessing methods stated in this instruction manual. When using the endoscope and accessories on patients with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use them for such patients only, or immediately dispose of them after use in an appropriate manner to prevent the usage of exposed devices on other patients. For methods to handle cjd, follow the respective guidelines in your country.

Event description:
It was further reported that the fluid sample that was used to detect protein 14-3-3 was cerebrospinal fluid. It was also reported that none of the 7 patients that the scope was used on had symptoms, nor were they tested for microbial contamination. The date of the exam/scope use was no longer traceable.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer update to section b5.

Event description:
The customer provided additional information from the customer that the supervising physician reported that from the point of view of the nrz, there is no evidence of a non-sporadic cjd and it speak nothing against a reprocessing of the endoscopes according to the appropriate standard after use in cjd patients.

Manufacturer narrative:
As already stated in the event, the subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem of a defective lever has been confirmed. In addition, a squeezed connecting tube, a damaged connecting tube protector, a damaged drum unit, and general scratches/damage were also found. This investigation is ongoing, and additional information regarding this event, particularly concerning the potential contamination(s), has been requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
On 18jan2023, the customer initially reported to olympus an issue with the suspect device lever and returned the device for evaluation. The customer informed olympus the device had been used with a patient suspected of having creutzfeldt-jakob disease (cjd) during a (B)(6) 2022 bronchoscopy for an unknown indication. Based on documents provided by the customer, a csf specimen was sent to the laboratory (B)(6) 2022 and on (B)(6) 2023, the patient was suspected of having cjd because of detection of protein 14-3-3; brain histology is pending. The customer informed olympus they suspect the device may have been contaminated by the patient suspected of having cjd and unknowingly used on seven (7) additional patients. The customer stated the device was used directly on the patient suspected of having cjd and did not suspect the patient contracted cjd from the olympus device.